Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency technician visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced overnight hypoglycemia with a blood glucose level of 40 mg/dl and subsequently contacted emergency medical technicians (emts) on (B)(6) 2025. At the time, the patient had been wearing the pod on their leg for longer than 48 hours. Reported symptoms included decreased visual acuity associated with hypoglycemia. The patient first contacted their sister and then called emts. They were treated with glucose upon emt arrival. The patient also reported concerns that their correction-bolus settings were inaccurate, leading to an overcorrection and resulting in the overnight hypoglycemic event. No additional information has been provided.